Manufacturer narrative:
Device investigation narrative - one 7207678 8x25mm biosure ha screw returned. Dimensional inspection verifies that this is an 8x25mm product. It is one year old. The head and body of the screw are in good condition. The damage is at the very distal tip. There is a chip missing that was not returned. There is a black mark on the inner diameter surface. It is unknown whether prep recommendations were followed. The complaint indicated that the screw broke during insertion. A fracture indicates force placed upon the implant. A backup was available. No further investigation is warranted. No root cause related to the manufacturing of this device can be confirmed. Courtesy credit was issued. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion the ha screw broke. The broken piece was removed. A backup device was available to complete the procedure with a reported delay of approximately 30 minutes. No patient impact was reported.